Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading cartridges with insulin. Reportedly, the current cartridge was filled with 200 units of insulin. There was no reported impact to the customer's blood glucose level.